Event description:
On (B)(6) 2017 sanofi-genzyme synvisc - one lot #7rsl021. On (B)(6) 2017, this pt received synvisc injection with affected lot number. Pt came back to office on (B)(6) 2017 with complaints of increased pain at injection site. Aspiration done in office and steroid injected. Dose: one vial synvisc-one. Route used: injected. Therapy date: (B)(6) 2017. Diagnosis or reason for use: osteoarthritis. "Is the product over-the-counter: no."